Event description:
It was reported that the patient experienced acute kidney injury with anuria and diuresis. After a pulse field ablation (pfa) procedure using a farawave catheter and prior to patient discharge the patient became anuric despite sufficient preoperative fluid administration and underwent dialysis. The second day after the procedure diuresis was observed in the patient. Seventy ablation pulses were administered during the procedure. The diagnosis from the physician was possible acute kidney injury due to hemolysis. Hemolysis was not confirmed though, as the patient's urine color was normal rather than the roasted tea color that suggests hemolysis. The patient's preoperative renal function was normal as well. The patient's condition is not available. The device is not expected to be returned for analysis due to disposal. It was further reported that the patient was hospitalized for the hemodialysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional information was received and added to blocks b2 outcomes attrib to adv event, b5 describe event or problem, and h6 patient codes.

Event description:
It was reported that the patient experienced acute kidney injury with anuria and diuresis. After a pulse field ablation (pfa) procedure using a farawave catheter and prior to patient discharge the patient became anuric despite sufficient preoperative fluid administration and underwent dialysis. The second day after the procedure diuresis was observed in the patient. Seventy ablation pulses were administered during the procedure. The diagnosis from the physician was possible acute kidney injury due to hemolysis. Hemolysis was not confirmed though, as the patient's urine color was normal rather than the roasted tea color that suggests hemolysis. The patient's preoperative renal function was normal as well. The patient's condition is not available. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.